Event description:
The initial reporter complained of an issue with the expiration date for accu-chek inform ii test strips. The issue was found during qc measurements to validate the batch. The reporter complained that there were different expiry dates in three systems: in the packaging of the test strips, the expiration date is "31-dec-2022". Upon insertion of the code chip to validate the lot, the expiration date from the accuchek inform ii device is "28-feb-2023". In the internal data management system, the expiration date is "28-feb-2023". No patients were tested with these test strips prior to the customer identifying the issue.

Manufacturer narrative:
The investigation confirmed that the customer can use the strips until the expiration date of 31-dec-2022. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that per the packaging process, the expiration date is 18 months from the manufacturing date. The manufacturing date is based on when the process order (po) is generated for the packaging process. In this case, the po was initially generated in (B)(6) 2021, thus making the expiration date 31-dec-2022. But prior to packing, the initial po was canceled due to a material number changing of the violator being packed. When the new po was created in (B)(6) 2021, it automatically generated the expiration date as 28-feb-2023. The expiration date was adjusted correctly in the system to 31-dec-2022. The failure happened due to the code key programming file not being updated to align with the 31-dec-2022 expiration date in the system. There is a quality check in place to confirm the expiry date programmed in the code keys is matching with the po. Either this check was not performed or not performed correctly, which resulted in code keys with incorrect expiration dating being released. Even though the code key expiry date is two months later than the printed date on the product, the code key date is still within the allowed shelf life of the product. Roche has stability data that support shelf life up to 21 months from the application of the reagent. For this batch, the maximum allowed shelf life based upon the application of the reagent is (B)(6) 2023. In this case, the customer shortened the dating to match what was printed on the product. In addition, the code key expiration date is still within the allowed shelf life of the product, and product performance and safety will not be affected. The product will perform as designed and intended through the expiration date coded into the code key. There are no serious adverse health consequences expected as a result of this issue. The overall medical risk is less than remote. The investigation determined that only strip lot 480164 from (B)(6) accu-chek inform ii eu2 product configuration was affected. Medwatch fields d - d4 were updated.